Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) readings were visible on the dexcom mobile application but were not displaying on the ilet, and pairing attempts on the ilet resulted in failure despite guided steps to switch cgm sensor selection and start the sensor. After troubleshooting it was noted that readings were not visible on either the dexcom app or the ilet. Symptoms included no clinical effects and no reported adverse physiological symptoms. Outcomes included no impact to blood glucose management and no alerts or alarms reported. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an unsuccessful pairing process between the cgm and the ilet, with the responsible device not identified. It was concluded that the event involved a pairing failure without clinical consequence and without evidence of device malfunction affecting glycemic control.